Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage closure procedure was performed. Difficulty was encountered in obtaining trans-septal puncture (tsp) and a second tsp was required. A 31mm watchman flx closure device was introduced and implanted after four partial recaptures and one full recapture. More than one hour post-procedure the patient was returned to the ward. The patient's blood pressure dropped and an echocardiogram was performed which identified a pe surrounding the posterior wall. A pericardiocentesis was performed. The patient has fully recovered.